Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting tibial component was loose at the cement interface and was easily mobile and a thin flexible osteotome could fit in between the components. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 417200 - optivac kit ¿ 0001083195. 94-0023 ¿ depuy knee - 549156. 96-0101 ¿ depuy knee - 8279413. 1294-33-125 ¿ depuy knee - 8256139. 96-2301 ¿ depuy knee - 8230036. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately 3 years post implantation due to pain and loosening of the tibial component. During the revision, it was found that the cement delaminated from the tibial component and the cement mantel in its entirety was left on the tibial surface. Attempts have been made and additional information on the reported event is unavailable at this time.